Event description:
Physician requested intubation kit and paralytic because "a foreign body was noted in the airway." The end of bronchoscope had broken off in ett. The retained end of the scope was retrieved.